Event description:
It was reported to kendall on 7/17/01 that an alzheimer patient in wheelchair put hand in mailbox opening of sharps container, which was at knee/thigh height on side of med cart. Patient sustained multiple needlesticks.